Event description:
It was reported that during cleaning and inspection of the device it was noticed that the tip was broken off of the reamer/irrigator/aspirator system (ria) drive shaft. No patient or procedure was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.